Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose was 250 mg/dl and their sensor glucose read 70 mg/dl. Customer was advised of the proper techniques for inaccurate readings. Customer's blood glucose was 180 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.